Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the stimulator recharger belt was replaced twice. They went into the office and saw a manufacturer representative (rep) and they reset. The rep reset all of the programs and also added a fourth line. The settings still need to be worked on. The lack in time was their fault due to some other health issues.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they think there is something wrong with the recharger because a few days ago when they went to charge the implanted neurostimulator the controller came up with rm04. Patient stated they reset the controller and it worked but 2 days later they got rm07 and they reset the controller again. Patient stated they are getting software problem intellis, 3.0, 243, gf_port. Patient stated they are not able to charge the ins. Patient stated the controller takes a long time to charge up. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Patient service confirmed there is no visible damage to the recharger or ac power cord and green light on the ac power cord on the outlet. Controller showed battery empty, cannot provide stimulation, recharge the implanted device. The issue was not resolved. Pt called back in stating they were unable to advance past checking the recharger. Pt confirmed serial numbers and they were using the the replacement e quipment. However they were still unable to recharge due to being unable to advance past checking the recharger. Pt the recharger appeared new and the controller had an older serial number. Pt called back stating they are still having trouble charging their implant even after equipment replacement. Agent redirected pt to hcp to inspect implant.